Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module is taking longer to infuse pamidronate drug and infusing more volume than what was prepared by pharmacy. The vtbi is adjusted to infuse over 1 hr. After the 1hr, the rate changes down to kvo 920ml/hr) until the nurse changes the rate to infuse over another 1hr. There was patient involvement but no harm.